Event description:
Procedure type: hysterectomy. According to the rptr: the device was fired through peritoneum and then fired two more times through the bowel and then through the mesentery. At this time the procedure was converted from lap to open at which time a repair of the bowel also the anastomosis. Time operating: 1 hr. 20 mins extra in operating time; blood loss reported amount not given. No pt injury was reported. No other information provided.